Manufacturer narrative:
Correction: the stent graft was implanted in zone 1, distal to the innominate artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 52.2 mm mycotic saccular aneurysm distal to the left subclavian artery. The stent graft was implanted in zone 1, distal to the innomate artery. The proximal diameter of the landing zone distal to the innominate measured 25.8 mm and 32 mm length. It was reported that when the patient returned for follow up approximately 2 weeks later, an unknown endoleak was noted. An addition al valiant captivia stent graft (vamf3228c150te) was implanted as treatment, and the endoleak was resolved. It was reported that it was noted the leak was more 'blushing' than 'jetting' and was observed across the stent graft within the aneurysm sac. Per the physician, the cause of the event was a stent graft leak, however there was no obvious defect or problem noted which could explain the endoleak. No additional clinical sequelae were reported and the patient is fine.